Event description:
Pt's family member claims that the unit was not providing adequate oxygen levels and that a pressure valve was cracked. Pt was leaving their home in one state to go stay with their family member in another state in 2003. Earlier this same day, the home care provider (hcp) had come to their home and filled their unit. (4) soon after leaving with their family member, the pt became ill and was taken to the hosp. The pt passed away at the hosp later that day. It is not known what o2 source the pt was using while traveling. The pt did have a back up source of oxygen in their home. The pt's dr prescribed them liquid oxygen at 1 lpm. On at least two separate occasions, technicians from the hcp found that the pt had increased their liter flow by 2 to 4 lpm without a presciption. The pt had previously complained to the hcp that their unit did not give them sufficient oxygen. Upon eval of each complaint, the hcp found the units to be working adequately. The official cause of death is unknown.